Event description:
It was reported during an initial lead implant procedure, the physician was unable to advance the lead to the correct location. The physician had to extend the procedure to perform a second laminotomy in order to place the lead in th correct location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.